Manufacturer narrative:
Unit received with blank display due to severely broken off battery tube threads/battery compartment not allowing proper contact with battery and battery cap. Unit received with fading serial number label, cracked reservoir tube lip and cracked case at battery tube side. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insert new battery alert. Customer stated that the battery compartment had multiple cracks. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.